Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 4 months. The report of a potentially compromised percutaneous lead (lead) was confirmed based on the evaluation of the returned lead. Approximately 15¿ of the external portion/distal end of the lead was returned. Continuity testing was performed on the returned portion of the lead and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed a breach in the insulation of the red wire and two breaches in the insulation of the orange wire, adjacent to the metal/controller connector. Further examination of the remaining wires in this area revealed marks consistent with abrasion. The conductors of the red and orange wires were exposed. The insulation breaches of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the red and orange wires could have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the lvad produced low speed and driveline disconnect alarms while connected to the power module. On (B)(6) "2017", a technical service representative performed a percutaneous lead (driveline) evaluation. Log file analysis confirmed the events. X-ray images revealed areas of concern on the external portion of the driveline. It was noted that the patient had the driveline twisted, and that the driveline was heavily taped by the distal controller-end bend relief. The patient was asymptomatic. The technical service representative performed a percutaneous lead (driveline) replacement on (B)(6) 2016. The electrical continuity test did not reveal any broken wires. The lvad was connected to a grounded power module patient cable and no additional alarms occurred with patient movement. The patient was discharged. No additional information was provided.